Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient revised for osteolysis and polyethylene wear of acetabular liner, head had worn through and was rubbing on cup.